Manufacturer narrative:
The vacuum pump oil and oil mist filter were replaced as part of a preventative maintenance. The catalytic decomp filter was replaced to resolve the odor/smells issue. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic decomp filter was not returned for functional evaluation. The assignable cause of the odor/smells issue is the catalytic decomp filter. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
While onsite servicing the sterrad 100s sterilizer to perform maintenance, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.